Event description:
It was reported that when trying to use the product, it was noticed that there were insects mixed in. The event occurred before opening. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.